Event description:
Event as reported it was reported that the ilet user experienced prolonged hyperglycemia after a missed meal announcement, with glucose readings above 300 mg/dl and a peak of 378 mg/dl; the user later made multiple meal announcements to address the high glucose, which the agent explained would maladapt the meal algorithm and deliver less insulin than correction dosing. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included review of device data via the bionic report and user coaching on appropriate use of correction dosing versus meal announcements. Investigation of this case revealed user-related use error concerning a missed meal announcement and subsequent inappropriate repeated meal announcements while hyperglycemic, leading to delayed correction. It was concluded, based on previously established findings for similar reports, that the cause was user error in device operation and therapy use.